Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use, use after expiration. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since, it was reported that the xience v stent was implanted in a saphenous vein graft (svg), it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. In addition, during a review of the label attachments from the lot history record, it was noted that the expiration (use by) date for the rx xience v stent was (B)(4) 2008. However, the product packaging was not returned and the serial number was not reported; therefore, the expiration date on the specific product labels associated with the xience v product used during the procedure could not be confirmed. Based on the reported information, the xience v stent was implanted in the patient on (B)(4) 2008, which was 14 days past the labeled expiration date. However, a portion of the lot was re-worked to extend the shelf-life to 24 months, which adjusted the expiration date to (B)(4) 2009. It should be noted that the xience v IFU states: do not use after the use by date. In this case, it cannot be determined whether the IFU deviations contributed to the reported patient effect.

Event description:
It was reported that approximately 28 months post xience v stent implantation in a saphenous vein graft to left anterior descending artery, the patient died at home under the care of hospice. Causes of death were limb ischemia leading to (B)(6), severe peripheral vascular disease, arteriosclerotic cardiovascular disease, coronary artery disease and carotid stenosis. Although requested, there was no additional information provided.